Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - one month post implantation, a threshold increase was reported. No adverse patient side effects have been reported. The device was explanted.